Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing severe chest pains whenever the spinal cord stimulator (scs) was turned on. It was noted that the ipg was causing significant pain when activated. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Date of event: (B)(6) 2017.

Event description:
A report was received that the patient was experiencing severe chest pains whenever the spinal cord stimulator (scs) was turned on. It was noted that the ipg was causing significant pain when activated. The patient will undergo an ipg replacement procedure.